Event description:
It was reported that the ruber tip on the fragmentation basket partially detached from the basket during the 2nd or 3rd pass through the graft. The exposed metal tip of the basket perforated the side of the graft. Since the perforation was small, the procedure was completed using another ptd. There were no additional pt complications.